Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported multiple insulin pump error alarms. Customer was able to successfully resolve the alarm. Customer was also able to rewind the insulin pump. Troubleshooting was performed. The insulin pump did not pass the self-test. No harm requiring medical intervention was reported. The customer will discontinue the use of the product.

Manufacturer narrative:
Pump passed displacement test and self test. Successfully downloaded history files and traces using thus. Verified the pump alarmed pump error 63 variable 3 in pump downloaded history on (B)(6) 2022 at time 16:45:32.000 due to ambient light failure. Verified the pump alarmed pump error 3 in pump downloaded history on (B)(6) 2022 at time 16:32:33.000 due to software error. Verified the pump alarmed pump error 54 in pump downloaded history on (B)(6) 2022 at time 16:32:31.000 with (B)(4) due to software error. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found burnt trace at pin 6 due to moisture damage. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label stained, serial number label fading, keypad overlay texture damage, cracked select button keypad overlay, pillowing keypad overlay and minor lcd display window scratches. Confirmed pump error 3 and 54 due to software error. Pump passed all testing, however, pump error 63 variable 3 due to burnt trace at pin 6 of u1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.